Event description:
It was reported that the laser fiber broke and fired past the technician's head. The above information is documented as reported to trimedyne.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation.